Manufacturer narrative:
UDI (B)(4). The device is not available for evaluation as it was discarded by the site. Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a technical summary written by edwards lifesciences.  A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, the rupture was attributed to the ¿very significant¿ calcium in the stj. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by field clinical specialist (fcs), prior to the deployment using a 26mm commander delivery system to deploy a 26mm sapien 3 valve, the patient had very significant sinotubular junction (stj) calcium. Upon valve deployment, the commander delivery system balloon ruptured, at what appeared to be full inflation.  There was however a mild leak.  Therefore it was decided to prepare a second commander delivery system and inflate again, placing this balloon more ventricular in position (with same volume).  The final result was great, with no leak. After the case ended, the physician examined the balloon and pulled it all apart until it was in pieces.  There was nothing to return.  The rupture was attributed to the significant calcium in the stj.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA: 20-00141.